Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that patient insulin pump alarm off not power. Customer's blood glucose at time of incident was unknown. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated the battery cap is damaged. Customer was advised to insert new (B)(6) aaa alkaline battery. Customer was advised to monitor the pump.